Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that an x-ray disabled error message. The field engineer noted a frame sync error in the log, which would cause a loss of the live fluoroscopy image. There is no report of injury or death associated with the event described in this complaint.